Event description:
It was reported that: "the subject is enrolled in the triathlon ts study. During clinic follow-up visit on (B)(6) 2011, x-ray was concerning for possible loose tibial baseplate. Subject remained on antibiotic therapy, cultures negative for (B)(6) 2011 specimens, however required revision."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.